Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat the distal right coronary artery that did not have any tortuosity or calcification. A 190 cm balance middleweight universal (bmw) ii guide wire was used and did not meet any resistance during advancement. However, during removal of the device, the tip separated inside the anatomy. Therefore, a snare device was used to retrieve the tip. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.